Event description:
The customer reported the system displayed error codes 430 and 431. No patient injury was reported.

Manufacturer narrative:
Error code displayed. The system was tested, found to be operating as intended, and released to the customer for use.